Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The mobile view station (mvs) and image acquisition system (ias) computers were replaced due to error messages and memory errors occurring during 3d scans. An attempt was made to load the software but the issues kept recurring. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The image acquisition system (ias) computer was received for analysis and the issue was confirmed. The system displayed error messages. Functional testing confirmed that the computer did not complete the boot sequence. The mobile view station (mvs) computer and powerboard were also received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that while setting up for a case, the imaging system displayed an error message regarding database errors. The system was rebooted 4 times, and on the 4th attempt the system regained functionality and the case went ahead as schedule. There as no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the computer of the viewing station of the imaging system was completed by medtronic personnel. Testing found that the computer experienced a database malfunction at startup. It was noted that the patient data was removed and the error was resolved. The system logs then showed buffer errors indicating a ram malfunction.